Event description:
According to medwatch report, dr performed bilateral lateral rectus resections and had trouble with both sides. On post operative clinical examination, it is evident that the left lateral rectus has slipped back from its sutured location far enough to cause limitation of muscle function and this will require repeat surgery. No additional info was provided and no hospital contact info was made available through the report.